Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra meter does not power on. The patient mentioned that the alleged issue began on the morning of (B)(6) 2011. Due to the alleged issue the patient was unable to test. At an unspecified time after the alleged issue began, the patient began to shake. The patient denied seeking any medical treatment due to the alleged issue. The patient was using the correct vial of test strips. This was not the first time the product was being used. The meter powered on by pressing the power button. Customer service walked the patient through inserting a new test strip into the meter and the meter powered on. The alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she was unable to test her and later developed symptoms suggestive of a serious injury.